Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 479 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer experienced dry mouth and was lethargic from their high blood glucose. Troubleshooting did not find any air bubbles present on the insulin pump. It was also found the customer's insulin pump was sticking on the display and the smell of insulin was present. The customer also reported insulin was leaking into the insulin pump through the reservoir. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.